Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. The stent was detached from the sds and not returned. The maximum crimped stent profile measurement at the time of manufacture for the returned device was within the specification. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 02may2018. It was reported that crossing difficulty was encountered. The 87% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 20mm synergy¿ stent was advanced but failed to cross the lesion due to calcification. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.